Event description:
It was reported that during a procedure using a turbovac 90 xl icw wand, it was alleged that the wand tip detached while inside the surgical site. The site was x-rayed and no debris could be seen in the patient. The surgeon believes that it was probably removed with suction. There were no significant delays or patient complications reported as a result of this event.